Manufacturer narrative:
The cftrd was used for the resection of a lesion in the area of the ileocecal valve. During clip application, it was observed that the application ring moved slightly forward. Due to the amount of tissue in the cap, full visibility of the application ring was restricted. It was assumed that the clip had been applied, and the tissue was subsequently resected. Upon review, it was found that the clip had only moved forward on one side of the cap. Possible causes for this include multiple loops of the endoscope, which can impair force transmission to the thread, or strong unilateral tissue resistance. This can lead to partial advancement of the clip without actual application to the tissue. The review of the manufacturing-related documentation did not reveal any deviations from product specifications. It is stated in the instructions for use that the application ring must remain visible in the endoscopic image and be observed. Only when the application ring has moved fully forwards to the edge of the cap, the clip has been applied.

Event description:
The colonic ftrd was used for the resection of a lesion in the area of the ileocecal valve. During clip application, it was observed that the application ring moved slightly forward. Due to the amount of tissue in the cap, full visibility of the application ring was restricted. It was assumed that the clip had been applied, and the tissue was subsequently resected. The resulting perforation was closed with clips and suture.

Manufacturer narrative:
This report is related to the user´s voluntary report (report nr.. Mw5184085).